Manufacturer narrative:
All information reasonably known as of 20-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Review it was determined that this was a duplicate complaint, reported previously under 3009124963-2017-00055. Going forward, all additional information will be provided on follow ups to 3009124963-2017-00055. No further information will be provided for this report.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 29-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that an incident occurred in the intensive care unit (ICU) department regarding a nasogastric (ng) feeding tube breaking inside of a patient. The patient was sitting in the hospital bed at time issue occurred. No additional information was provided. Additional information has been requested but not yet received.